Event description:
It was reported during a right ventricular lead revision, dislodgement of the atrial lead was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.